Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6), 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause of the reported failure is use error.

Event description:
On (B)(6)2022, it was reported by a sales representative via phone that (6) ar-8990st fibertaks needle came apart from the suture. This occurred on (B)(6)2022 during a brostron procedure, when the rubber protective piece was removed, and the needle came off with it. The case was completed using a free needle, and there was no patient effect reported.